Manufacturer narrative:
Additional narrative: (B)(4). Device manufacture date: the device manufacture date is unavailable. The manufacturing location was unknown. (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(4) that during a hip arthroplasty surgical procedure it was observed that the hose was leaking air. It was reported that there was no delay in the procedure as the physician successfully completed the procedure with the same device. It was reported that a spare device was available. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.